Event description:
It was reported that at the end of the surgical procedure, the system generated a 20008 error code which the customer was unable to override. No patient harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.